Event description:
On (B)(6) 2010, a home patient's (hp) family member contacted baxter (B)(4) technical service center and stated that the patient was in the hospital due to peritonitis coincident with dianeal peritoneal dialysis (pd) therapy. On an unknown date, the patient began dianeal therapy. Follow-up information received from a nurse on (B)(4) 2010 is as follows: the patient was (B)(6) when the event occurred. On an unknown date, the patient began dianeal-n pd-4 1.5 and extraneal therapies. On (B)(6) 2010, he recovered from the peritonitis and was discharged from the hospital. There was no allegation of a device malfunction. No further information is available at this time.

Event description:
The following additional information was obtained from the patient's physician on (B)(6) 2010: on an unknown date, the patient began dianeal-n pd-4 1.5 and extraneal therapies. On an unknown date, a culture showed negative results. The patient was treated with firsticin and sulperazon. On (B)(6) 2010, the patient recovered from the peritonitis and was discharged from the hospital. The physician considered that the event was not related to dianeal n or extraneal therapies since the patient's unsterilized technique was suspected for the event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.